Manufacturer narrative:
The device was not returned for analysis. A review of the manufacturing records identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents from this lot. The investigation was unable to determine a conclusive cause for the reported difficulties. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
It was reported that this was an arteriotomy closure of the left common femoral artery using a proglide device after a cardiac catherization interventional procedure using a 6f sheath. Reportedly, the sutures were deployed successfully and the lever was closed completely to retract the foot of the device. There was resistance when removing the device; however, it was able to be removed. When inspecting the device after removal, it was noted that the junction between the black distal sheath to the metal guide portion looked as though it was beginning to separate but was not in two pieces. The foot was closed and intact. The sutures of the device were able to be used to achieve hemostasis. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.